Event description:
As reported from costa rica by our edwards lifesciences affiliate, immediately after deployment of a 29mm sapien 3 valve, polymorphic ventricular tachycardia occurred. The patient was defibrillated and recovered sinus rhythm (bradycardia) which was treated with norepinephrine and other medications. The patient had another abnormal rhythm with pulse absence. Resuscitation maneuvers were required, and after 3 cycles the patient recovered heart rhythm. The patient experienced 2 more instances of cardiac arrest. Resuscitation maneuvers were performed, and the patient recovered heart rhythm. Advance support therapies were required and applied in site: intra-aortic balloon pump (iabp) and ECMO. The patient was transferred to the intense care unit.

Manufacturer narrative:
Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards device-related bleed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the cardiac arrest is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the additional information received from the site. The following sections of this report have been updated: corrected b2, additional information added to b5, corrected h1, and additional code added to h6 health effect-impact code.

Event description:
Per additional information received from the site, the cause of the polymorphic ventricular tachycardia was unclear. In the days after the cardiac arrest event the patient had a recovery. ECMO and iabp were suspended. However, the patient never had a neurological recovery. On post operative day 15 vital signs were worsening, and the patient passed away.